Event description:
The pt felt a 'waning effect' from neurostimulation. Impedances were tested at 1.5 volts 1 week from implant. C+, 7-were at 8853 ohms. C+, 6- was at 4460 ohms. The field rep planned to program the 4-5 electrodes. The pt also felt burning sensation in the pocket. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).